Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) over 500mg/dl; cause was unknown. A correction bolus via the pump was administered to address bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.